Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve into a failed medtronic surgical valve, the approach was through the right transfemoral artery. No pre-implant balloon aortic valvuloplasty (bav) was performed. The appropriate depth was noted but the valve would not sit inside the surgical valve and the valve dislodged aortic multiple times. A decision was made to abort the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evolutfx-26 product serial number (B)(6) , implant date na explant date na .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.